Event description:
Customer reported that the table lock would not lock the tabletop in place. No injury reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.